Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and she also received an alarm basal not delivered due to cannula bent. The customer¿s blood glucose level at the time of incident was 567mg/dl. The customer¿s current blood glucose level was 223mg/dl. High blood glucose and diabetic ketoacidosis was treated by bolus and injected insulin. The customer did experienced the vomit due to high blood glucose. Troubleshoot was performed. The insulin pump will not be returned for analysis.